Event description:
The clinician noticed something was wrong and found that the needle separated from the stylet assembly.

Manufacturer narrative:
H3. The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.